Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient was charging too often. They had to reset the implantable neurostimulator (ins) recharger in order to access the al feature, however, the insr works fine. The patient was charging every 1 to 2 days, as opposed to 4 to 5 days. Caller reported that the patient has only one group but it is unclear if there was a reprogramming session that had taken place by another manufacturer representative. Therapy impedance check was completed and value was 617 ohms. Patient settings and recharge interval calculation was 8 coupling boxes, half day intervals for 2 hour sessions. Therapy impedance was >300 ohms. No symptoms or low impedance (<(><<)>50 ohms) issues were reported; 6,14 showed 179ohms and patient was currently programmed to 14+ 15- . The representative would add a second group that doesn't use 14 or 6 and see if that helps with the recharge interval. The event date was (B)(6) 2017. No patient symptoms were reported and no further complications were anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.